Event description:
Customer reported receiving erratic results on their locked freestyle meter. The device has been investigated and the results were found not to be clinically significant. However, it was determined the device has suffered from the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to (mg/dl). Readings with an 18 cal code were found in glucose log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customer and retailers have been informed through the fa16may2006 letter.